Manufacturer narrative:
Conclusion: product was not returned for evaluation.

Event description:
Allegedly pins insert are horizontal and anteriorly displaced. Revision surgery has not been performed. Pt is asymptomatic.